Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experiencing an infection at the implant site. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not experience an infection. The recipient remains implanted. This is the final report.